Event description:
It was reported that during his case he thought the patients head "moved'. The surgeon and his tech said it might have moved but they were not sure it was the positioner or something else. The case went on without any issue.

Manufacturer narrative:
A broken ground wire may have contributed to the claim of unintended motion; however the failure was not reproducible during al testing scenarios performed.

Event description:
It was reported that during his case he thought the patient's head "moved'. The surgeon and his tech said it might have moved but they were not sure it was the positioner or something else. The case went on without any issue.